Event description:
It is reported that a customer stated that they had a CT scan with their insulin pump still attached to them. The patient's blood glucose level dropped to 36 mg/dl after the scan. The customer wanted to know if she had to remove the sensor 5 times a week to get radiation done. The customer was assisted with a displacement test and the pump passed. The customer stated that they will call back when they get home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.